Event description:
After use of the device for a cardiopulmonary bypass procedure, diagnostic messages indicated a failure of the backup battery charging circuit. The pump system remained fully functional, however, capability to recharge the back up batteries was not available. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.